Event description:
Treatment of a left giant fusiform carotid-ophthalmic / cavernous (also defined cave) ica (internal carotid artery) aneurysm. During the pipeline procedure, it was reported that the pipeline and capture coil got stuck inside the marksman catheter and could not be removed. The capture coil and pipeline were kept in place due to the fact that there was another pipeline that was deploying distal to this one. Another marksman catheter and pipeline were advanced into the patient and the same issue occurred again and everything was removed from the patient all together. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire and marksman catheter were returned for evaluation without the pipeline. The pushwire was broken and only the proximal broken segment was returned. Cross-sectional analysis of the fracture surface indicated that the failure mode of the pushwire occurred due to shear and tensile overload. Pushwire separation. (B)(4).